Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a button error alarm on his insulin pump. Customer stated he does not recall any activities leading to the issue; he was just standing when his insulin pump started alarming. Blood glucose level is 98 mg/dl. Nothing further reported.